Manufacturer narrative:
(B)(4). Title radiofrequency ablation in patients with barrett¿s esophagus related neoplasia ¿ long-term outcomes in the czech national database source j gastrointestine liver dis,<(>,<)> volume 28, 2019 (149-155) article number: 2 date of publication: 01 may 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed ((B)(6) 2019 to (B)(6) 2019), the main aim of this study was to assess the long-term outcomes of radiofrequency ablation (rfa) in patients with barrett ¿s esophagus related neoplasia (born). One patient developed a stricture and experienced perforation during balloon dilatation. The patient had to undergo esophagectomy. Seven patients developed a stricture which was managed endoscopically. One patient had esophageal submucosal tear after balloon calibration.